Event description:
The customer called to report a motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed and the insulin pump did not pass the displacement test. The reported blood glucose reading at the time of the call was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.